Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels last night. The customer stated that she was able to treat with a manual injection. Today, the customer changed the entire infusion set, but continues to experience high blood glucose levels. The customer then mentioned that she was hospitalized on (B)(6) 2013 due to high blood glucose levels. The customer could not recall the blood glucose reading at the time of admission. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.